Manufacturer narrative:
The ventilator was examined by our field service engineer (fse) after the event. The fse found the ventilator functioning without any problems. The reported issue of lower than set o2 concentrations was not reproduced. There were no discrepancies between the set and the measured/delivered o2 concentrations. The logs were downloaded, the o2 sensor was replaced as a precaution and the ventilator was put back into service. The evaluation of the logs shows that ventilation lasted 3 days, 1hour and 9 minutes. The ventilation period contains many o2 concentration value adjustments. The first o2 concentration low alarm was activated 4 hrs36 min 56 sec before the end of the ventilation period. At the time the o2 concentration was set at 81%. In a period of 43 minutes after the first o2 concentration alarm six other o2 concentration low alarms were generated. This implies that in between these alarms the o2 concentration was as set at 81%. The lowest value during this time was 70.99%. During the next 3 hours, 43 minutes and 13 seconds after the 43-minute period there are several o2 concentration parameter changes, and in combination with five of these, o2 concentration low alarms were activated. However, these can be explained by the low delivered volumes to patient that leads to a slow increase in delivered o2 concentration. The conclusion is that the gas regulation, mixing and measurements was working correctly during this time frame. After this period, an o2 concentration low alarm was activated 14 minutes 18 sec after setting the o2 concentration at 30%. The alarm implies that the o2 concentration had decreased to a value below 25% but the logs show that decrease started 4 minutes before the alarm. The decrease steadily continued until the ventilator was set to the standby mode 10 minutes later and at this time the concentration was 22.61 % which virtually implies that there was no o2 gas. As there are no active o2 supply pressure low alarms during the periods with o2 concentration low alarm and that there are no clinical alarms regarding pressure or volumes, there are no indications of any fault in the ventilator. One possible cause of the issue is that the o2 supply to the ventilator is cross contaminated with air due to other (faulty) equipment connected to the gas supplies. The conclusion in the matter is that there was no ventilator malfunction at any time. The reported issue that the ventilator was delivering lower than the set o2 concentration occurred as reported in the last 24 minutes of the ventilation period where the o2 concentration steadily decreased from the set value of 30% to 22.6% which implies wrong o2 concentration in the o2 supply. The root cause for the reported lower than set o2 concentration was the insufficient o2 gas supply.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was not delivering lower than the set o2 concentration while it was connected to a patient. The patient's saturation dropped down into 70's. The final patients outcome was no injury. Manufacturer's ref. #: (B)(4).